Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a d-bil cartridges that were cracked and leaking. No injury was reported.

Manufacturer narrative:
No information is available.